Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the problem likely occurred because the xenon lamp was damaged.

Manufacturer narrative:
The user facility resolved the problem upon replacing the lamp. No parts were returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus that their olympus clv-180, evis exera ii xenon light source first turned on the main lamp, then immediately switched to the spare lamp; the main lamp would not light. The reported problem was discovered on set up in the morning and the user facility indicated there was no patient involvement. Per the user facility, the biomedical engineer opened up the device and it was discovered that the lamp had overheated and was broken. There was no report of patient injury or harm associated with the problem reported to olympus.